Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.50x33mm xience alpine rx stent delivery system was unpackaged for use. No resistance was noted during removal from the dispenser coil. The protective sheath was removed, and it was very loose. The stent was not on the balloon, but free floating on the mandrel. There was no patient involvement and the device was not used. There was no clinically significant delay in the procedure. Another abbott stent delivery system was used to successfully complete the procedure. No additional information was provided.